Event description:
Patient presented with a baseline nihss of 24 and complete occlusion of the left mca on (B)(6) 2010. The hyperacute mra performed prior to intervention demonstrated an occlusion of the proximal left m1, and this was the primary target occlusion for the penumbra system. However, the initial diagnostic angiogram demonstrated complete occlusion of the proximal left ica. To address this, a 2.5 mm x 9 mm balloon was used to perform angioplasty on the ica occlusion three times. This was followed by deployment of an 8.6 mm x 30 mm stent in the left ica and cca. Finally, a 5 mm x 20 mm balloon was used to perform post-stent angioplasty. At this point, a repeat angiogram demonstrated the m1 occlusion seen on the hyperacute mra, and the penumbra system was introduced. Following this, the penumbra system 041 was used to address clot in the m1 and m2 branches. Following the use of the 041, there was near complete recanalization of the mca branches. During a follow up scan on (B)(6) 2010, a minor hemorrhagic transformation within the infarct bed was noted. This was asymptomatic and resolved on (B)(6) 2010. After adjudication with the physician, it was determined that the event was of "possible" relationship to the penumbra system. This MDR is associated with 3005168196-2011-00233.

Manufacturer narrative:
Conclusion: intracranial hemorrhage is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The information in this report was collected during the review of stroke cases for a (B)(4). The information available regarding this event is limited to the procedural reports provided by the hospital.